Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not boot up after a 15-20 minute wait. Multiple attempts were made and a service disk was run on the programmer. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the programmer had a gray screen and then displayed a system error; mpu (main processor unit) printed circuit board assembly found out of electrical specification.